Event description:
The facility reports, after the bath, the caregiver was preparing to transfer the resident from the lift chair. The lift chair was raised to the highest level (the resident was not wearing the safety belt). The transfer was being performed in an area where the floor was uneven (over the floor drain). The right front caster was unbalanced because of the sloped, uneven area over the drain. Since the resident was not wearing the safety belt, the weight of the resident cause a shift towards the unbalanced right caster. The chair tipped forward, throwing the resident into the corner of the shower wall. The resident sustained a laceration to the forehead.

Manufacturer narrative:
Additional information was provided by the customer. The safety belt was not used during the incident, the maintenance has been performed by the facility, the lift required service at the time of the event evaluation: the plate cover for the motor was broken, and the general condition of the device is poor. The device had been taken out of service after the incident. The work space was good (excellent), although the floor was uneven where the event occurred. All staff (caregiver, management) agree the uneven floor was the main cause of the incident; they all agree the uneven floor is not a safe transfer location. The manufacturer concludes the root cause of the event is that no safety belt was used and the resident was most likely left unattended in an elevated position. The operating instructions and a specially distributed san are very clear how the operation shall be done, and this has not been followed. The manufacturer recommends retraining of the customer in all aspects of how to use and work with the product.